Manufacturer narrative:
Device expiration date: 12/31/9999. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the system would not disengage. An angiojet ultra system console was selected for a procedure in the left lower extremity vein. During the procedure, thrombectomy worked for a round and the physician did an angiogram to check the thrombectomy effect. The console would not stop aspiration when he released the foot pedal. The physician forced shut down by pressing the power button for several seconds. The procedure was terminated because of this issue. There were no patient complications and the patient was stable.